Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a non-tortuous, non-calcified lesion exhibiting more than 50% stenosis in the ostium of the right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. It was reported that balloon burst occurred on the first inflation at 8 atm's. The patient was reported to be alive with no injury.

Manufacturer narrative:
Additional information: procedural image review shows a non-tortuous, non-calcified lesion exhibiting stenosis in the ostium of the right coronary artery (rca). The vessel is predilated ahead of delivery of a resolute onyx device to the lesion. Images show deployment of the stent and partial inflation of a balloon. No images of the burst are provided but images of the stent after balloon removal show that it is not fully expanded, suggesting inflation difficulties. An nc balloon is used for post dilation of the stent. Stent remains in the patient with no further issues noted. Final image shows successfully treated rca. Patient date of birth provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: kinks were noted on the hypotube. The device returned with blood visible in the balloon and inflation lumen. The inner member under the balloon material was kinked. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon distal cone. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a pinhole burst on the material at the balloon distal cone. No other damage evident to the remainder of the device. Additional information: the device was not moved or repositioned in the lesion while inflated. The burst balloon was removed and the stent struct was expanded perfectly using an nc balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.